Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction , the following evaluation findings were observed: there was no image noted with serial digital interface (sdi) 1, and cosmetic wear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset high-definition lcd monitor, to the olympus service center. Upon inspection and testing of the returned device, it was observed, the quantum board (qb) was faulty. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the serial digital interface (sdi) 1 did not function and there was a loss of image due to a printed circuit board (qb board) failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.